Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was prophylactically replaced since the patient is pacing-dependent, as advised in the field safety notice on platinium devices issued in july 2018.preliminary analysis of patient files did not reveal any anomaly.

Event description:
Reportedly, the device was prophylactically replaced since the patient is pacing-dependent, as advised in the field safety notice on platinium devices issued in (B)(6) 2018. Preliminary analysis of patient files did not reveal any anomaly.

Manufacturer narrative:
Please refer to the attached analysis report.